Manufacturer narrative:
Investigation findings: device history record (DHR) review: an assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. Escalation & trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (B)(4), and complaint-related corrective actions. Quality non-conformance (qnc) determination: based on the investigation a qnc is not applicable. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
This a non-us event. The event occurred in (B)(6). The consumer stated that two of her tampons came apart/unraveled upon removal and tampon pieces remained inside of her. She indicated that the event occurred on two different occasions. She denies fever or unusual vaginal discharge or odor. She did not seek medical attention and feels she was able to remove the remaining pieces. No further information is available at this time.